Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Medical product - exc abt cmtd arc ml cup 28x58. Therapy date - unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-01180.

Event description:
It has been reported that the patient had a revision due to unknown reason.